Event description:
No blood glucose levels reported. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer also reported a failed battery alert and a weak battery alert from the insulin pump. A review of the alarm history of the insulin pump revealed that there were six displayable history crc check failed on startup errors on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).